Event description:
The customer reported the unit cannot be switched on and smoke was coming out of the housing. It was not reported whether a patient was connected to the monitor at the time.

Manufacturer narrative:
Patient data not currently available. Incident unk at this time. Manufacture date is unknown at this time. A follow-up report will be submitted when the investigation is complete.